Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: the patient underwent open pancreatoduodenectomy. The product was ruptured on the fourth day of surgery, and was fixed with a pin and remained in place until seven days after surgery. There is no problem with the patient's condition after that. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a drain was used. In the ward / ICU, the drain was broken at the joint part. This happened inside the patient's body. The broken piece was removed from the body. No sample will be returned. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent what is the procedure name? Unk. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? Unk. How was the broken piece removed from the patient's body? Unk. Was the patient taken back to the operating room to remove the broken drain surgically? No. Can you identify the lot number of the faulty product? No. What is the current condition of the patient? No problem. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.